Event description:
User facility alleged blood glucose results of hi (greater than 600 mg/dl) and 181 mg/dl when tests were performed back-to-back on the inform system. It is unk whether the pt was treated based on either result. No serious adverse event was reported in connection with the alleged malfunction. The suspect product was not returned to the MFR for eval.